Event description:
It was reported that the device did not sense a vt/vf. The patient had a cardiac arrest. When trying to interrogate the ICD there was an alert message. The patient later on expired.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device did not sense a vt/vf. The patient had a cardiac arrest. When trying to interrogate the ICD there was an alert message. A device replacement was discussed. No information about patient¿s current conditions is available.

Manufacturer narrative:
Additional information according to which the patient died was received on (B)(4) 2015. Since the device was not explanted after the patient's death and was not returned for analysis, no further investigation can be performed.